Manufacturer narrative:
(B)(4). (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that bearing cannot be seated on tibial tray. Another bearing was used to finish the surgery. No delay occurred as a result of this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI(B)(4). Complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned articular surface identified the dovetail feature was flared out. Product identifiers were checked to verify this device was the correct size. Device history record (DHR) was reviewed and no discrepancies were found. Flaring of the articular surface dovetail can occur during insertion and removal attempts of the device; however, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.